Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
While using a g90 OEM scaler, the insert was overheating and the patient sustained tissue trauma. An area of about 5mm x 3mm of the mucosal surface was removed and was bleeding and sore. No medical attention was required.